Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a blue rhino g2-multi percutaneous tracheostomy introducer set kinked during guidewire placement. Therefore, it was withdrawn and replaced with a new set of products, and the procedure was subsequently completed successfully. The wire was manipulated/withdrawn through the needle. There was no difficulty with advancement of the wire nor with advancement of the components over the wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence the wire was received by cook on 09jun2026. Preliminary device analysis noted that the wire was elongated, thus prompting this report.